Event description:
It was reported that the patient's left ventricular (lv) pace/sense lead had decreased more than 30% in the last 3.5 months. Capture thresholds were good and stable. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.